Event description:
It was reported that there was no stimulation sensation. The reporter stated that there was a loss of therapeutic effect and the patient was experiencing acute pain. It was reported that the stimulation started acting up the night before the report but the patient spoke with someone who got the stimulation working again. The reporter stated that when the patient woke up the morning of the report, she realized the stimulation 'was not working again' and she was having a lot of pain. It was noted that the patient went to see her health care provider yesterday and had her staples taken out and the stimulation turned on. The symptoms were located in the patient's legs. It was reported that the patient reviewed functionality of the patient programmer and the control magnet, and was able to turn on the device and feel stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).